Event description:
It was reported that this deep brain stimulation (dbs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-pc, upn: m365db1140s0, model: db-1140-s, serial: (B)(6), batch: 630461.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10. Additional suspect medical device components involved in the event: product family: dbs-ipg-pc, upn: m365db1140s0, model: db-1140-s, serial: (B)(6), batch: 630461.

Event description:
It was reported that this deep brain stimulation (dbs) system was replaced due to device reaching end of life. The patient is doing great post-operatively. Device will not return as hospital kept it due facility policy and plasma blade was used.